Event description:
The manufacturer received information alleging low circuit leak is being displayed on the system and customer states there is no leak. There was no harm or injury reported. Err_low_circuit_leak_alarm alarm is user settable in volume modes but not in pressure modes. This could be caused by a disconnected patient circuit or anything that prevents the device from reaching the target pressure. If the device has a failure (failed sensor for example), a specific error code related to the failure would likely be generated. Only in the case of a failure could there be a negative impact to therapy. The ventilator was returned to a third-party service center for evaluation and was unable to confirm a low circuit alarm playing once set into active pap t mode, but the device was displaying a ventilator service required alarm. The error log was reviewed and error code related to the potential failure of the oxygen blending module (obm), err_obm_accy_urgent_service, was observed. The obm board was replaced to address the issue. It was also reported that during the repair process, the device displayed internal battery not charging. The internal battery was replaced to address the issue. Additionally, unrelated to the obm board failure, an error code related to speaker 1 was observed. One of two speakers failed and an alarm sounds. The redundant alarm system is active. There is no impact on therapy. The front panel board was replaced to address the issue.